Event description:
It was reported that the ilet exhibited screen delamination, supported by a photo in the case file, and the user was instructed to shut down the device and transition to backup therapy while a replacement was arranged. Symptoms included no injuries, no hypoglycemia, no hyperglycemia, and no alarms. Outcomes included no clinical impact, no emergency treatment, and no hospitalization. Investigation included remote case review, verification of addresses and return logistics, confirmation that data would not transfer to the replacement, education on shutdown steps, and guidance to continue cgm use with the dexcom app or receiver. Investigation of this case revealed a hardware cosmetic/structural defect localized to the display assembly with normal system alerts and therapy delivery otherwise unaffected. It was concluded, based on previously established findings for similar reports, that the cause was component failure consistent with screen delamination.